Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint cannot be confirmed as no medical records were provided. Review of the receiving inspection, identified no relevant deviations or anomalies. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: locking bar, item: 141205, lot: 373750. Item name: vanguard cr ilok femoral right 70, item: 183012, lot: j3845943. Item name: vanguard 360 pst femoral augment 70x5, item: 185346, lot: 242690. Item name: vanguard 360 pst femoral augment 70x10, item: 185426, lot:157710. Item name: series a 3 peg standard patella 31x8, item: 184764, lot: 230600. Item name: cocr finned tibial tray 75mm, item: 141234, lot: j3868067. Item name: palacos rg 1x40, item: 00111314001, lot: 83194475. This report was previously submitted under 0001822565 -2017 -01115. Mdrs filed for the same patient (reference 0001825034-2017-00859/00860/00861/00862/00863/00865/00866/00867/00869/00870, 0001822565-2017-01114/01115). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the components from the patient's total knee arthroplasty were removed approximately 2 months post operative to do a two step treatment for infection.